Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her drive support cap was sticking out. The patient's blood glucose at the time of incident is unknown. She had pushed the drive support cap back in and it has stayed in since then. However, the customer was advised to cease use of that insulin pump. The insulin pump was returned for analysis.

Manufacturer narrative:
The drive support disk was inspected and no anomaly was noted. The pump had minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.